Manufacturer narrative:
After removing a stabilizer steerable guidewire from its protective hoop, the "tip of the guidewire is not straightforward but very tortuous. When tip-shaping, the tip was found tortuous before use in the pt. The sample will be returned for evaluation". The shape of the tip was observed after removal from the packaging, but prior to use while shaping the tip. Damage to the packaging prior to removal was denied. Analysis of the guidewire tip confirmed kinks/bents in the wire shaft and damage in the distal region. The distal coil is out of specification due to the stretched condition in the distal region. Per lake region report: as received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen (with the exception of the damage noted) is visually and dimensionally correct. The damage presented to the distal 2.80cm of the specimen appears consistent with removal of the device from the dispenser assembly by incorrect means. This kind of damage is usually the result of grasping the specimen wire by the distal tip remove the wire from the dispenser assembly. The bend damage to the distal tip region, combined with the displaced and stretched coils, appears indicative of grasping the specimen wire by the distal tip to remove the wire from the dispenser assembly. Testing under laboratory conditions have demonstrated that displacement of the coil wraps distally has resulted in similar damage. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." The damage to the wire shaft is not noted in the complaint t documentation. If the damage was incurred when attempting to shape the tip, this could be related to the clinician's technique. All evidence indicates that the product met specification prior to shipment. The complaint of damage to the distal tip region is confirmed. Review of the available info suggests that device handling may have contributed to the event.

Event description:
The distal tip of a stabilizer guide wire was not straightforward, but very "tortuous". This occurred while prepping the product. When tip shaping, the tip was found to be "tortuous". This was found prior to use in the pt; therefore, the product was not used in the pt. Based on the additional info rec'd from the product analysis, it was noted that the distal region of the product was in a stretched condition.